Event description:
It was reported the patient¿s implantable neurostimulator (ins) was ¿switching off spontaneously¿ and that she ¿had to physically turn it back on.¿ it was stated that when the patient experienced a return of pelvic pain symptoms that she would check the status of her ins using the synchronize button and the ins would be off. It was further stated that those times she would have to turn it back on. It was noted the patient would only actively turn her device off when recharging the ins. It was reported the patient last experienced her device spontaneously turn off on (B)(6) 2014 around 1400. It was noted that when a manufacturer representative (rep) checked the ins records that they could not find when it was off on that day. It was stated there was ¿no¿ patient injury due to the event. Ins interrogation records indicated there were ¿no electrodes out-of-range.¿ additional information confirmed the rep who checked the patient¿s device observed ¿no malfunctions.¿ it was stated that when the ins records were checked against the time the patient reported the ins had last shut off there was ¿no disruption to therapy¿ that could be found. It was noted the patient had ¿so many complaints¿ that when she had consulted with her healthcare provider (hcp) that he had offered to remove the device. It was further noted the patient had refused this offer however, ¿because she was getting effective therapy.¿ a supplemental report will be filed if additional information is received.

Manufacturer narrative:
(B)(4).